Event description:
The patient was implanted with a herniamesh t-sling lot na, on (B)(6) 2004. Many years later legal complaint states that plaintiff suffered serious bodily injury, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery, and/or other injuries. No further information has been provided.